Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the t.w. Power supply was working intermittently. They switched from a hemopro to a vasoview 7 xb and the power supply worked properly. The hospital did not report any pt effects. The hospital will reportedly not be returned the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).